Event description:
Surgeon performed an informa implantation at which time he found that he had "great difficulty" in inserting the implant. After insertion, the implant was found to be unstable and the surgeon felt that it was in the patient's best interest to convert the case to a tka. Because the patient was sedated/under anaesthesia, the surgeon sent the pt. To the recovery room. When the pt. Had fully recovered the surgeon obtained informed consent for the tka procedure and proceeded to complete the tka without adverse sequelae.

Manufacturer narrative:
Dr reviewed the patient's images and feels that the most likely reason for the instability of the implant at the time of surgery was related to the patient's anatome. Specifically, the patient exhibited anterior wear of the tibia and a flat femur, which combination of factors lead to a narrowing of the anterior space in full extension, which "pushed" the implant out of position as the femur closes on the tibia going into extension. Dr (clinical and regulatory) had reviewed the irr findings with the surgeon on 04/15/2008 prior to the surgery, and the surgeon had decided to go ahead with the surgery even through the radiologic findings suggested that the patient may have had a higher risk of improper device stability, because he and the patient felt it was in her best interest to attempt to avoid more invasive surgery to correct her condition. The irr reported only "mild" femoral or tibial flattening. The implant was evaluated by a dr (dir. Of quality) and found to have been properly designed and made to specifications. It appears that this patient was a poor candidate for an iforma in that the degree of femoral flattening combined with other anatomic features resulted in a lack of implant stability. The need to convert the case to a total knee replacement put the patient at risk of a serious injury in that it required a second anesthesia induction.